Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an avigo guidewire was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened avigo guidewire inner pouch. Visual inspection/damage location details: the avigo pushwire was found to be broken and separated into two segments. The proximal segment total length was measured to be 198.9 cm. The distal segment was measured to be 5.8 cm. The pushwire ptfe coating and the distal polymer jacket appears to be intact on both segments. The guidewire distal tip appeared to be shaped. No other anomalies were observed. Testing/analysis (including sem reports): the distal separated end was sent out for sem (scanning electron micrographic) analysis. Due to the mechanical damage to the fractured surface, the mode of failure was unable to be determined. Based on the sem analysis the fracture surface appears to have been pinched or sheared. Conclusion: based on the device analysis and reported information, the customer¿s report of "guidewire damage" was confirmed as the guidewire was found to be separated. Guidewire damage can be caused by advancing/withdrawing guidewire against resistance or manipulating the guidewire without using torque device at proximal end of the guidewire. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the avigo guidewire broke. It was reported that due to insufficient support from the previously selected guidewire, it was replaced with an avigo guidewire. After proper hydration, the guidewire was inserted into the body for operation. However, the avigo guidewire broke during use, so it was replaced with another guidewire of the same model. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. The cause of the event was not determined. The guidewire was hydrated per the IFU and was able to pass through the catheter hub. No damage was found to the catheter hub. The guidewire tip was pre-shaped, and kink damage was found at the tip end of the guidewire. Additional information was received clarifying that the damage to the guidewire was a break not kink.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient experienced dizziness, and headache and undergoing surgery for saccular aneurysm at distal vertebral artery¿basilar artery: 10.5 mm × 13.2 mm.. The vessel tortuosity was normal.